Event description:
It was reported that on (B)(6) 2026, a 20mm amplatzer septal occluder was chosen for implant using 9f amplatzer torqvue delivery system. During the procedure, while implanting it was noted that the occluder was not released with right shape and was observed in a cobra configuration. The device was not released from the delivery cable while inside the patient. Attempts were made to manipulate the device to restore its intended configuration; however, these attempts were unsuccessful. The device was subsequently retracted and redeployed at least two times after observing the deformation. There was no angulation or kink noted in the delivery system. There was no interaction with cardiac structures during deployment. The procedure was completed using a new replacement device 20mm amplatzer septal occluder lot#: 11197530. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
Na. The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.